Manufacturer narrative:
This report is filed on october 12, 2016. Registration number 3009092818 exemption number e2016011. H3 other text: implanted device remains.

Event description:
Per the clinic, the patient experienced a loss of osseointegration. Clinical management of the patient is ongoing. The implanted device remains.

Manufacturer narrative:
(B)(4). Per the clinic, the device was explanted on (B)(6) 2016. There are no plans to reimplant the patient with a new device as of the date of this report october. Device not returned to manufacturer.